Event description:
It was reported that "the pt underwent a total left hip replacement surgery on (B)(6), 2007. It was further reported that, "the pt began experiencing squeaking in her left hip and underwent a revision surgery in (B)(6) of 2010."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.